Event description:
The facility representative contacted baxter to report an infusor that had a leak beside the flow control. The event occurred before use under storage, after preparation. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A batch review has been performed. All release criteria have been met for the production of this lot. There was no use or user error associated with this report. There have been similar complaints reported to baxter.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.